Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that an ambulance was called by her daughter due to hypoglycemia. Patient's glucose level at the time of the event was unknown. The paramedics arrived and gave the patient an IV and asked the patient's daughter to give the patient juice to keep her sugar up. The patient was not admitted to the hospital. Additionally, patient reported that the hypoglycemic event was caused by the inaccuracies as the cgm was showing higher glucose levels. At the time of contact, the patient had recovered. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy could not be confirmed. A root cause could not be determined.